Manufacturer narrative:
(B)(4) during processing of this complaint, attempts were made to obtain complete event, patient and device information. The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history of the reported lot did not indicate a lot specific quality issue. The investigation was unable to determine a conclusive cause for the reported difficulties. The patient effect of occlusion is listed in the proglide instructions for use, as a potential adverse event of use of the device. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device. The additional proglide device referenced is being filed under a separate medwatch report.

Event description:
It was reported that suture placement in the left common femoral artery was achieved with a proglide device using the pre-close technique via a 6f sheath prior to an impella interventional procedure. The sutures of two proglide devices were successfully pre-placed. The sheath was upsized to a 14f and the impella procedure was completed. Hemostasis was achieved with the same pre-placed proglide sutures. Reportedly, the sutures of both devices partially grabbed the back wall of the vessel; therefore, occluding the vessel. This was confirmed by a femoral angiogram taken. It was reported that the physician opted for not treating the occlusion and was going to follow up with patient to run tests to ensure everything was well. There was no reported adverse patient sequela and no reported clinically significant delay in the procedure or therapy. Av sales representative followed up with physician on (B)(6) 2019 to ensure no additional circumstances developed as a result of not treating the occlusion. It was reported that the patient is doing well. No additional information was provided.